Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level due to this issue.